Event description:
It was reported that customer experienced CGM error message on pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while Technical Support arranged shipment of replacement pump, confirmed shipping address, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to reenter pump settings and reconnect CGM on replacement pump using appropriate setup option.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.